Manufacturer narrative:
(B)(4). Concomitant medical products: 183113, anguard ps interlok fem - rt 72.5, lot 291330; 141235, biomet cc cruciate tray 79mm, lot j28427007; 184788, series a pat thin 37x8.6 3 peg , lot 955790. The investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It is reported that the patient is being revised for instability with a bearing exchange scheduled to take place on an unknown date.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001825034-2017-01707.